Event description:
Caller reports that he has a patient in clinic and is troubleshooting wavelet to acheive better match score. Cuurent match scores are 60% > rv can to coil. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).